Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump additional text: hmii. Specific component(s) involved: other component malfunction, specify. Additional text: other component: none specific. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; replacement of pump; other interventions, specify. Other intervention : pump speed decreased. Implant device type: lvad. Malfunction device type: